Manufacturer narrative:
Traceability analysis on going

Event description:
On (B)(6) 2024: implantation of the device spva-2010. On (B)(6) 2024: valve opening pressure maintained at its reception value (200mmh2o), radio control of position at 200mmh2o. On (B)(6) 2024: day hospitalisation for post-operative follow-up. Follow-up MRI to assess inph score 93, and desh score 4/10. No post-MRI check of valve position. On (B)(6) 2024: headache immediately after MRI, vomited on return home. Significant postural headaches and back pain (symptomatic treatment). On (B)(6)2024: emergency consultation for sudden aphasia (partial seizure). Clinical recovery. Bilateral subdural haematoma, confirming hyperdrainage. Radiographic check: the valve is at 30 mmh2o. Reset to 200 and repeat x-ray check. Patient monitoring.